Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 3ml ll 26x1/2 w/sh sla experienced device damage/deformation and leakage past the stopper/plunger. Product defects were noted during use. The following information was provided by the initial reporter: liquid runs between the body of the syringe and the plunger. To date, we have not received any information on damage to patients or professionals, but this is very worrying because it interferes with the dose to be administered. No medical intervention. No exposure to mucous membranes. Observed deformation in the syringe body.

Manufacturer narrative:
H.6. Investigation: DHR evaluation was performed and no occurrences potentially related to the defect was observed. The image provided was analyzed and it was possible to observe barrel damaged. This damaged caused the observed leakage. The possible cause for this is a failure at syringe assembly station which caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: - perform synchronism adjustment on the transfer disk; - create a poka yoke to ensure staying in the correct position. - design new top disc guide after leak test - make top disc guide after leak test - design new bottom disc with accepted angle for cylinder entry - make lower disc with accepted angle for cylinder entry.

Event description:
It was reported that the syringe solomed 3ml ll 26x1/2 w/sh sla experienced device damage/deformation and leakage past the stopper/plunger. Product defects were noted during use. The following information was provided by the initial reporter: liquid runs between the body of the syringe and the plunger. To date, we have not received any information on damage to patients or professionals, but this is very worrying because it interferes with the dose to be administered. No medical intervention. No exposure to mucous membranes. Observed deformation in the syringe body.